Manufacturer narrative:
Retainer ring = black. On 08/04/2021 the customer alleged failed battery test alarm, no delivery/occlusion alarm, and keypad unresponsive/button error alarm. The test p-cap locks properly in place in the reservoir compartment noted. All buttons function properly. Device received with pillowing keypad overlay and cracked case on battery tube identified during the visual inspection. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected insulin flow blocked alarms noted during testing. Confirmed no delivery alarm on 05/18/2021 at 04:28:00, 04:38:00, 05:46:04, 05:47:09, 10:06:36, 10:07:46, 16:57:00, and 17:07:00 during bolus in the pump downloaded history. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on 07/16/2021 at 00:32:44 and 00:42:00 and 07/22/2021 at 18:04:16 and 18:14:00. Pump passed the keypad voltage test. In further full review in the pump history found no failed battery test alarm on the event date of 08/04/2021; however, found: insert battery alarm on 07/18/2021 04:48:12, on 07/31/2021 at 06:09:05. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, sleep current measurement, and active current measurement. No unexpected failed battery test and insert battery alarms during testing. In summary, pump passed required testing. Customer alleged for failed battery test alarm was not confirmed. Stuck button alarm not confirmed. Customer alleged for no delivery/occlusion during bolus was found in the pump history, however was not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms before all buttons was hard to press or more in order to respond. Customer stated that the insulin pump rejected new batteries before copper piece under cap was mo longer attached. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.